Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. A possible stroke was reported and the hcp was requesting for MRI compatibility guidelines. It was unknown if the stroke was related to the device/therapy. It was also unknown if the MRI procedure was due to a problem related to the device or therapy. Additional information was received on (B)(6) 2018 from the hcp reporting that it was still unclear if the patient experienced a stroke or not. The hcp reported the issue remained unresolved. No further patient complications were reported/ anticipated as a result of this event.